Event description:
Pt s/p CABG 5/2006 at this facility complained of persistent soreness of sternal area. Pt readmitted 3 months later, and taken to or two days later for wound exploration and 2 sternal wires were removed. Wound was cultured and final results were positive for mycobacterium fortuitum. The pt did well postoperatively, is presently on IV antibiotics, and plans are in process for discharge on antibiotic therapy at the present time.